Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was noted that when the pump emitted a call service alarm, the piston did not move for a few seconds. The reporter reportedly filled the cartridge with water, performed the rewind step on the pump with no issues, loaded the cartridge and the pump emitted a "no cartridge detected" alarm. The pump reportedly did not dispense insulin at the time the reporter loaded the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.